Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on day three of ilet use experienced hypoglycemia after a normal meal announcement and subsequent glucose excursions, including a rise to 190 mg/dl followed by device-driven correction and user-driven overcorrection, with a documented low of 54 mg/dl and approximately 30 minutes outside the target range; the user treated the low with oral carbohydrates (chocolate and a banana), and received troubleshooting and education on meal announcements, meal consistency, and avoiding overcorrection. Symptoms included hypoglycemia with blood glucose measured at 54 mg/dl and later 73 mg/dl. Outcomes included self-management without professional medical intervention or hospitalization. Investigation included customer interview and technical support review with education on appropriate use. Investigation of this case revealed device behavior consistent with automated correction during the learning period and user-initiated overtreatment contributing to glycemic variability. It was concluded that the event involved hypoglycemia with contributing user behavior, and the device is considered to have performed as designed during adaptation and correction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.